Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. Customer¿s blood glucose was 33 mg/dl. Troubleshooting was performed for pump error and the customer stated that they are unable to rewind the insulin pump. Customer was assisted with self test and insulin pump alarm again. The insulin pump will return for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Device was monitored for 24 hrs. Battery was removed from pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no pump error 23/75/68/49 alarms were noted.